Manufacturer narrative:
(B)(4). Information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an open bowel resection procedure on (B)(6) 2015 and an absorbable hemostat was used. The surgeon wrapped the absorbable hemostat around a fallopian tube to stop diffuse bleeding. Approximately two weeks later, the patient developed an abscess at the site. A drain was inserted and 400cc's of pus was drained. Additional information was requested.